Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, the product investigation was completed based on a received photograph of the device. Device investigation details: according to the picture provided by the customer, a leakage was observed at the hub section, also, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. Device history record evaluation was performed for the finished device 50000176 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that before the operation, fluid (saline solution) escaped from the hemostasis valve of the device (as the photo shows). A second device was used to complete the operation. There was no adverse event reported on patient. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 11-nov-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. No damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). In addition, in the picture provided by the customer, a leakage was observed at the hub section. Device history record evaluation was performed for the finished device 50000176 number, and no internal actions related to the reported complaint condition were identified. The issue was confirmed as the valve dislodgement can be related to the leakage issue reported by the customer.. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).